Manufacturer narrative:
MFR 3003721894-2017-00099 is associated with argus case (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip in the us.

Event description:
Dementia [dementia]. Case description: this case was reported by a consumer via call center representative and described the occurrence of dementia in a (B)(6) female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number unknown, expiry date december 2017) for product used for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced dementia (serious criteria gsk medically significant), accidental ingestion of product and product use issue. On an unknown date, the outcome of the dementia, accidental ingestion of product and product use issue were unknown. It was unknown if the reporter considered the dementia to be related to polident denture adhesive cream. Additional details, consumer learned a use method from internet that 3 strips of cream with the size of mug bean should be applied on a denture and then smeared it over the denture to form a thin layer. Doctor also taught them to smear the cream over the denture. Her mother has used the suspect product with this method for about 10 to 20 times (misuse but not sure if it should be intentional or unintentional). She just started to use the suspect product recently. She did not use the suspect product once daily. Consumer was worried that her mother swallowed lots of cream (accidental swallowing as medication error). Consumer also reported her mother has not encountered any discomfort but she had mild dementia (dementia, consumer did not mention it occurred before or after using the suspect product). Action taken for polident denture adhesive cream was unknown.